Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was not confirmed on (B)(6) 2017, or the surrounding days. User made bolus requests without entering current bg level. Cartridge change sequence was completed on (B)(6) 2017. Basal rate was set constant at 1 u/hr throughout the entire day. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence of device malfunction.

Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 41 mg/dl and carbohydrates were consumed to address the bg level. The cause of the low bg was not known. As the event had occurred in the past, tandem technical support advised the customer to discuss the low bg with a healthcare provider.